Manufacturer narrative:
(B)(4). Date sent: 05/07/2021. D4: batch # u5ej4z. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damaged and with the proximal 6 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The cartridge reloads swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that they were using a tlc75 in a colorectal procedure for an anastomosis. When they fired the device there did not come any staples out of the pockets. They had to hand sew the bowel. There was no harm to patient but a little prolonged or time. Exact time is unknown, but minutes. The procedure was completed successfully. There were no patient consequences as a result of the procedure being prolonged.